Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "blurry image" occurred due to: 1.stain on the lens surface cause by insufficient pre-cleaning and rinsing of the channel, and insufficient drying due to valves not being removed when storing the endoscope. 2.moisture has entered the inner surface of the lens cause by water vapor condenses on the inner surface of the objective lens due to the temperature difference with the inside of the body, causing fogging to occur on the entire screen. The event can be detected/prevented by following the instructions for use which state: inspection method for the event is described as follows in the operation manual section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurred image. There were no reports of patient involvement.